Event description:
It was reported that during a stenting treatment procedure, the stent partially dislodged. The procedure treated the 80-90% stenosed target lesion located in the right coronary artery. After pre-dilation with unspecified apex balloons, a 4.0x20mm ion stent was advanced for treatment but could not cross the lesion. While removing the stent, the stent partially pulled off the balloon while being pulled back into an unspecified guide catheter but was safely removed from the patient. The procedure was completed with another of the same device. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4).